Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had a deep brain stimulation (dbs) unit to help control her parkinson's for many years now. Something in the unit started to malfunction about a year ago and now it shocked her on a constant basis. The shock was like that from a tens unit; it started out low and steadily increased to unbearable levels. She had two separate surgeries to try and alleviate the symptoms, but there was no such luck. The shocking occurred in the patient's neck and shoulder area, which was where the leads were running. These leads were replaced in the most recent surgery, but the problems remained. Since then, she had been experiencing non-stop, unwanted electrical shocks. The consumer did not want to see the patient go through such torture and agony. They were at their wits end trying to get some help with the problem. The patient's indications for use were parkinson's dual and movement disorders. The cause of shocking and if any more interventions occurred was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information was received from a patient. It was reported that the patient was reprogrammed yesterday and about an hour after they left the clinic, the patient experienced dyskinesia, her eyes were blinking, and her head was shaking; stimulation was on. The patient also receiving shocks. Follow-up with the health care provider (hcp) indicated that these were not side effects and they are scheduling the next visit.